Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15370. It was reported the patient's stimulation coverage had changed. X-rays were taken and showed both leads had migrated into the epidural space. The physician attempted to revise the leads, however the leads were not able to be advanced into the appropriate location. The physician elected to abandon the procedure. The sjm representative reprogrammed the patient and was able to provide partial coverage. The patient is going to be referred for possible placement of surgical leads as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.